Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer did not have a prescription for long lasting insulin and stated that they would not have known how to does on long acting insulin regardless. Customer continued to use the product that they felt was not working with the pump. Customer stated that it resulted in multiple no delivery alarms and their blood glucose continued to rise. Customer contacted the family doctor and was advised by her health care professional to go to the emergency room. Customer was on an IV but insulin was being administered by the customer's mother via an insulin pen or needle. The pump was worn prior to the hospitalization will be returned due to the excessive no delivery alarms.